Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy. Fourteen days later, a pulmonary embolism was identified on computed tomography (CT) angiography. The patient was admitted to the intensive care unit (ICU) and was subsequently started on anticoagulant therapy with enoxaparin. The event is reported as ongoing. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as moderate severity, a clavien-dindo grade ii, not related to a da vinci device, but had a causal relationship to the procedure, and a causal relationship with the patient's underlying disease status of chronic obstructive pulmonary disease, asthma, ICU stay and pneumonia.